Manufacturer narrative:
Siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site. The following parts were replaced on the system due to their potential for affecting aspiration volume of sample or reagent and therefore correlate to the complaint issue: -1 ea. 10455286 ca1500 cap piercer repl kit #98104818, -1 ea. 10454909 switch assy no.103 (c-2) #03305228, -1 ea. 10448509 tubing no.29 #44284290, -1 ea. 10453305 assy, switch no.80 #92340014, -1 ea. 10638710 kit#158 for reagent arm #ae474681, -1 ea. 10638711 kit#159 for sample arm #cb982995. In addition, fluids were primed to check for dripping, which was not occurring, also, a loose screw was found and removed from the sample rinse cup which could have affected the integrity of the sample probe. Because this was a single occurrence other potential root causes may include liquid under the tube stopper or improper activation of the crash switch. The fse did not find any micro holes in the probe tubings, but replaced both probe tubings because of their age and as a preventive measure. The system was fully functional upon departure, the instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant high prothrombin time (pt) / international normalized ratio (inr) / partial thromboplastin time (ptt) results on one patient sample were generated on the ca-1500 analyzer with dade innovin pt lot 539389a. The initial patient result generated a pt of 78.2 seconds and an inr of 7.14 with a ptt result of "no coagulation (coag) error 32". Only the initial pt result (78.2 seconds) was reported to the CT (computerized tomography) operator. The same patient sample was repeated (repeat 1) on a different ca-1500 analyzer and a pt result of 17.4 seconds / inr 1.7 / ptt of 35.7 seconds. These corrected results were reported to the CT operator. The user repeated (repeat 2) the same sample on the same ca-1500 analyzer and generated a pt result of 17.3 seconds/ inr of 1.7 / ptt 34.3 seconds. There was no known impact or adverse health consequence to the patient due to the discordant high pt / inr/ ptt result.